Manufacturer narrative:
Updated fields: b4, e1 (site country), e2, e3, g3, g6, h2, h4, h6 (type of investigation, investigation findings and investigation conclusions), h10.

Manufacturer narrative:
Testing of actual/suspected device (10/213): customer reported multiple error codes (4,5) appearing on screen during start up. The getinge field service engineer (fse) arrived on site, investigated logs and found that the 30 psi transducers needed calibration. To fix the issue, calibrated 30 psi transducers successfully and ensured errors did not appear on the screen several times. Allowed unit to pump for an hour with no errors, and performed system checkout. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation. The full event site name is (B)(6).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was giving a system failure, internal communication failure, and power up error codes 4 and 5. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.